Manufacturer narrative:
The field service engineer (fse) found that the cuvettes were overflowing. The rinse/cell blank levels were adjusted. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated that they received questionable results for several patient samples tested with the ca2 (calcium gen.2) assay on the cobas 8000 c 702 module. Specific data was provided for 10 patient samples. Patient sample 1: the sample initially resulted in a ca2 value of 1.57 mmol/l. The patient sample was repeated, resulting in a ca2 value of 2.25 mmol/l. The initial erroneous result was reported outside of the laboratory. Patient sample 2: the sample initially resulted in a ca2 value of 1.62 mmol/l. The patient sample was repeated, resulting in a ca2 value of 2.49 mmol/l. The initial erroneous result was not reported outside of the laboratory. Patient sample 3: the sample initially resulted in a ca2 value of 1.67 mmol/l. The patient sample was repeated, resulting in a ca2 value of 2.19 mmol/l. The initial erroneous result was not reported outside of the laboratory. Patient sample 4: the sample initially resulted in a ca2 value of 1.74 mmol/l. The patient sample was repeated, resulting in a ca2 value of 2.25 mmol/l. The initial erroneous result was not reported outside of the laboratory. Patient sample 5: the sample initially resulted in a ca2 value of 1.77 mmol/l. The patient sample was repeated, resulting in a ca2 value of 2.20 mmol/l. The initial erroneous result was reported outside of the laboratory. Patient sample 6: the sample initially resulted in a ca2 value of 1.78 mmol/l. The patient sample was repeated, resulting in a ca2 value of 2.13 mmol/l. The initial erroneous result was reported outside of the laboratory. Patient sample 7: the sample initially resulted in a ca2 value of 1.79 mmol/l. The patient sample was repeated, resulting in a ca2 value of 2.24 mmol/l. The initial erroneous result was reported outside of the laboratory. Patient sample 8: the sample initially resulted in a ca2 value of 1.81 mmol/l. The patient sample was repeated, resulting in a ca2 value of 2.25 mmol/l. The initial erroneous result was reported outside of the laboratory. Patient sample 9: the sample initially resulted in a ca2 value of 1.88 mmol/l. The patient sample was repeated, resulting in a ca2 value of 2.59 mmol/l. The initial erroneous result was reported outside of the laboratory. Patient sample 10: the sample initially resulted in a ca2 value of 1.66 mmol/l. The patient sample was repeated, resulting in a ca2 value of 1.98 mmol/l. The initial erroneous result was reported outside of the laboratory. The ca2 reagent lot number and expiration date were asked but not provided.